Manufacturer narrative:
Device evaluation completed on september 29, 2025: visual analysis of the returned device revealed that the breast implant had a tear within an area of siltex cracking on the posterior view, measuring approximately 0.5 cm. In addition, the gel of the implant was found brownish color. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture of unknown grade, implant site fluid collection, symptomatic rupture, and discoloration of the implant post-surgery. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent revision breast augmentation with an unknown mentor textured gel implant, 325cc silicone prosthesis, is experiencing right-sided capsular contracture of unknown grade, implant site fluid collection, symptomatic rupture, and discoloration of the implant post-surgery. She is scheduled for bilateral replacement with cat: smpx-325, right: sn-(B)(6), 325cc; left: sn-(B)(6), 325cc, on (B)(6) 2025. Additionally, 300cc of amber-colored fluid was removed from the right breast capsule, collected in a syringe, and sent for pathology. Final pathology revealed chronic inflammation with abundant histiocytes and fibrosis in the right breast capsule, negative for neoplasm, and blood with fibrin in the fluid, also negative for neoplasm.